Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
FDA report number 5201770000-2024-8088 summary: the hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 pieces either melted or cracked off into the patient's leg. The pieces were removed from the left leg, and the device was removed from the sterile field. A new device was opened to continue the procedure.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections. Corrected sections: d4--unique identifier (UDI) # corrected from "(B)(4)" to "(B)(4)." H1--type of reportable event corrected from "malfunction" to "serious injury." The device was returned to the factory for evaluation on 05/09/2024. An investigation was conducted on 06/25/2024. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood and charred material were observed. There were no visual defects observed on the intact cannula or the intact c-ring. The heater wire was observed to be intact with no visual defects observed. The clear silicone insulation of both the hot and cold jaws was observed to be intact with no visual defects observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was not confirmed. The lot # 3000361356 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a